Event description:
The patient reported at the (B)(6) 2021 visit tripping, falling, and hitting her right side on (B)(6) 2021. Her gait has been off, and she had been chronically taking gabapentin and tylenol prn since the event. X-rays showed post-operative changes at the c5-c6 site and patient has increased neurological symptoms with residual stenosis noted at the c5-c6 with the progression of myeloradiculopathy. Subject had c5-c6 hardware removed with a c6-c7 laminectomy and extension of fusion/fixation at c5-c6, c6-c7. The patient had fallen prior requiring hospitalization. This initial fall occurred somewhere on (B)(6) 2021 but reported on the (B)(6) 2021 visit. This fall was due to severe neck pain and dizziness. Rq (B)(6) 2022. Seaspine strand used.

Manufacturer narrative:
The report of the rod backing out was not confirmed as there was no product or films provided for evaluation. The root cause has not been identified as there have been no devices or instruments removed for evaluation. Subject had c5-c6 hardware removed with a c6-c7 laminectomy and extension of fusion/fixation at c5-c6, c6-c7. Review of labeling: possible adverse events: loosening of spinal fixation implants may occur due to, latent infection, and/or premature loading, possibly resulting in bone erosion, migration or pain.